Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported a kink within the angio-seal device. The kink was reported to be in the tip of the sheath when the angio-seal poly-foil pouch was opened. The device was not used and manual compression was then applied to successfully achieve hemostasis. It was reported that the patient had no health damage.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.